Manufacturer narrative:
Evaluation, results: failure to follow instructions (force used advancing device, IFU recommends when treating multiple lesions or placing multiple stents, the distal lesion should be initially stented, followed by the proximal lesion); inherent risk of procedure (stent dislodgement); related to another drug/device (previously deployed stent in lesion site); no results available since no evaluation performed (no device or cines returned for evaluation); none (no device received for evaluation) evaluation codes conclusion: failure to follow instructions (force used advancing device, IFU recommends when treating multiple lesions or placing multiple stents, the distal lesion should be initially stented, followed by the proximal lesion); known inherent risk of procedure (stent dislodgement); unable to confirm complaint (no device received for evaluation); operational context caused or contributed to the event (event most likely procedural related). (B)(4).

Event description:
Physician was attempting to treat a chronic total occluded (100%) lesion in the common iliac of the left limb using assurant cobalt device. The artery diameter is 8mm and the lesion length 150mmm the lesion is moderately calcified and vessel is a little tortuous. The device was removed from the packaging as per the IFU, inspected and prepped with no issues noted. The device passed through a previously deployed stent. It was reported that the physician got access on same side as where a new 7x120 stent was just implanted, the access was close to the distal end of the stent and the device got caught on the existing stents coming through the sheath. Physician pushed the stent through because it was not clear why it seemed so tight. Prior to that there were issues with wires and sheaths as well. When physician went to deploy the stent it was noted that it had come off the balloon inside the previously deployed stent. Physician then used another balloon to deploy the stent where it was into the 7x120 se. It was reported that excess force was used and resistance was encountered advancing the device to the target lesion. There was no further reported injury to patient.